Event description:
Customer reported that the insulin pump was dropped and that it began to overdeliver insulin. She stated she had experienced low blood glucose as well as no delivery alarms. Customer declined troubleshooting for the issue. The blood glucose reading was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling noted during testing. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.